Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 6-4mm amplatzer duct occluder was chosen for procedure on (B)(6) 2022. During the procedure an attempt to place the device was made three times but cobra shaped deformation was noted. The device was removed and the user repeated the deployment outside of the patient on the procedure table with the same result, a cobra deformation. The device was exchanged with a new 6-4mm amplatzer duct occluder and the procedure was completed successfully. The patient remained stable throughout the procedure and has recovered and has been discharged. There was no clinically significant delay in procedure and no adverse patient effects. No additional information has been provided.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.